Event description:
It was reported that the device did not rescue the patient during a dft test performed at implant. Patient required external defibrillation to be rescued. A second dft test was performed, and the device did not rescue the patient. The patient was again externally defibrillated. Patient was asymptomatic after test. The patient was discharged with plans for further testing. Subsequently, the lead was capped, and the complete system was implanted on the patients other side. Subsequent dft testing was then performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).